Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of thrombosis and myocardial infarction are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The unknown xience skypoint stent delivery system was successfully implanted. There were no adverse patient effects and no clinically significant delay in the initial procedure. However, nine hours later st elevations increased and EKG changes were noted. The patient suffered a myocardial infraction and acute stent-thrombosis was confirmed by angiography. A second dose of 180mg of berlinetta was given. The patient remained hospitalized for another night but noted to be stable. No clinically significant delay reported. No additional information was provided.